Manufacturer narrative:
The reported event of a missing setscrew was confirmed. Analysis was otherwise normal. No anomalies were found.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a pacemaker implant procedure. During the procedure, it was noted that the atrial lead could not be fixed inside of the port of the pacemaker, causing the device to be unable to pace effectively. It was discovered that a screw on the lead connector port of the pacemaker was missing, so the pacemaker was explanted and replaced. The patient was recovering post-procedure.